Event description:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lot 2511-30-8922 on a vitros 5600 integrated system. Biorad lot 27740 level 1 vitros valp results of 169.49, 168.76 and 175.40 umol/l vs. The expected result of 246.0 umol/l biorad lot 27740 level 2 vitros valp results of 507.49 and 514.59 umol/l vs. The expected result of 645.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lot 2511-30-8922 on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. Historical quality control results obtained from vitros valp reagent lot 2511-30-8922 were not acceptable. Therefore, an issue with the vitros valp reagent lot 2511-30-8922 could not be ruled out as contributing to the event. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros valp reagent lot 2511-30-8922. A vitros gent diagnostic precision test performed by the customer on the vitros 5600 integrated system was within ortho acceptable guidelines. However, the precision testing was not completed around the time of the initial event nor prior to maintenance actions being performed by the customer. Therefore, an instrument issue cannot be ruled out as a contributing factor of the events. The customer may need to establish updated baseline means for the biorad control fluids as their current baseline means are significantly higher when compared to peers using vitros valp reagent gen 30. Additionally, vitros tdm control results processed on the vitros 5600 system using vitros valp lot 2511-30-8922 were within expectations. (B)(4).